Manufacturer narrative:
Recall: 3012447612-05/10/2017-001-r. The returned device was evaluated and found to not meet torque output requirements. A review of the manufacturing records did not identify any issues which would have contributed to this event. Although the cause of this specific event cannot be definitively determined, investigation of similar reports found the cause to be a result of when applying torque to tighten the closure top with the vitality torque handle and vitality t27 final driver, the vitality t27 final driver shaft twists. This twist of the driver creates a torsional spring action on the mating parts of the t27 final driver and torque handle. The repeated spring action while applying torque damages the cam and cam lobe inside the torque handle. The damaged parts inside the torque handle result in the values of torque to go out of specification.

Manufacturer narrative:
(B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3004485144-2017-00095.

Event description:
It was reported that two torque limiting handles didn't feel to have the correct torque output during surgery. The procedure was completed using alternative instrumentation. There was no report of patient injury associated with this event. This is report two of two for this event.